Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the synchroseal instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the synchroseal instrument is returned and evaluated and/or if additional information is received. A review of the logs showed the synchroseal instrument (part # 480440-05 / lot # l90210530-0004) was replaced with a vessel sealer extend instrument (part # 480422-01 / lot # l92210511-0074) on (B)(6) 2021 during this reported procedure with system (B)(4). The synchroseal instrument is a single-use device. In addition, a review of the site's complaint history identified no other complaints related to the synchroseal instrument. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: the synchroseal instrument reportedly did not sufficiently complete a seal in synch mode. Per the description of the complaint, the instrument may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/ misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the customer called in to report that the synchroseal instrument was not cutting and coagulating as expected. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found no related errors. The customer replaced the synchroseal instrument with a back-up vessel sealer extend instrument, and the reported issues were resolved. The tse advised to return the synchroseal instrument for evaluation. The site continued with the case. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.